Event description:
It was reported via a trial that on (B)(6) 2009, the patient underwent stenting in the proximal left anterior descending artery with one 2.75 x 23 xience v stent. On (B)(6) 2010, a persistent restenosis was discovered during a follow-up coronary angiogram. The patient underwent percutaneous coronary revascularization in the target lesion with two drug eluting stents. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the anterior cuff remaining in the foot pocket, confirming the reported cuff miss experience. However, the rim of the anterior cuff was severely bent, consistent with being struck by the anterior needle during needle deployment. Because the anterior cuff did not capture the needle during needle deployment, the suture could not be retrieved when retracting the needle plunger as designed. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the investigation findings, the probable root cause for the anterior needle striking the rim of the cuff, resulting in the anterior cuff miss, is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.